Event description:
Distributor reported, right side. "Observed rupture in the device¿. The device has been explanted.

Manufacturer narrative:
Changed, and/or corrected data: occupation.

Event description:
Distributor reported right side "observed rupture in the device.¿ the device has been explanted and replace with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Visual analysis of the photographs identified: no observations are performed for the complaint as the event is insufficient information. Additional observations: observed rupture in the device. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Distributor reported right side "observed rupture in the device.¿ the device has been explanted.

Event description:
Email and device photos received reporting a new complaint case. Healthcare professional later reported right side rupture diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device.